Event description:
Philips received medwatch (B)(4) philips received a complaint by the customer on the v60 indicating that the bipap was not functioning correctly. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device and confirmed the reported problem. The customer reported that the bipap was not functioning properly. A troubleshoot was performed to see why the leak was over 100 and the tidal volume was low. The bipap appeared to be breath-stacking. The bipap was taken out of service and returned to the rental company. The investigation is ongoing.

Manufacturer narrative:
H10 the unit was returned to the rental company no additional information available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.